Event description:
A 6f angio-seal evolution was selected for use. The patient was hypertensive with a systolic blood pressure >200hg, throughout the interventional procedure. When the angio-seal was deployed, it failed to achieve hemostasis. Manual compression was held while bleeding continued and a hematoma developed. When the blood pressure normalized, hemostasis was successfully achieved with manual compression and the patient was stable. The patient's hospitalization was extended to rule out a retroperitoneal bleed due to possible high access puncture. Computed tomography ruled out a retroperitoneal bleed.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients with uncontrolled hypertension. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.